Event description:
It was reported that the pt was washing windows about 1 year ago. A ladder slipped from under her which resulted in back problems for the pt. The pt had a good therapeutic effect until falling. Now she has a complete return of symptoms. It was noted that her physician was not aware of this incident. Further info is being requested.